Manufacturer narrative:
The implant date was (B)(6) 2009, the pt reported pain to the surgeon on (B)(6) 2011. This is when the surgeon discovered that the bone had a non-union and that some of the screws were broken. The IFU for this product states as a warning and precaution, "the use of plates provides the orthopedic surgeon a means of bone fixation and helps generally in the management of fractures and reconstructive surgeries. These implants are intended as a guide to normal healing and are not intended to replace normal body structure or bear the weight of the body in the presence of incomplete bone healing. Delayed unions or nonunions in the presence of load bearing or weight bearing might eventually cause the implant to break due to metal fatigue. All metal surgical implant are subject to repeat stress in use which can result in metal failure." In addition, the initial report indicates that the pt is a smoker and this is one of our counterindications for this plating system.

Event description:
Pt returned to surgery due to painful nonunion of the first metatarsal phalangeal joint and painful retained fixation first metatarsophalangeal joint left foot. Intraoperatively, the previously implanted plate had some broken screws. The plate, screws and broken screws were removed. Additionally, there was a fibrous nonunion present there at the first mpj. The fibrous nonunion was resected and placed with osteocel bone graft. First mpj fusion was then performed with another orthohelix reconstruction (fusion plate and associated 3.5-mm and 4.0-mm screws).